Event description:
It was reported via repair work order that the cot dropped down with a patient on the cot. It was reported that the patient injured there forearm as a result of the incident. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
This is a duplicate of MFR report # 0001831750-2013-04190. The serial number (B)(4) and catalog number 6100003000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-04190 for full reporting of serial number (B)(4) and catalog number 6100003000 for this complaint.